Event description:
On (B)(6) 2015, the lay-user/patient¿s relative contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultralink meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The reporter stated that the alleged meter inaccuracy began 2 weeks prior to contacting lfs. The reporter was unable to provide the blood glucose readings that were obtained with the subject meter and on the other device. The tests were performed within 30 minutes of each other. The reporter informed the csr that the patient manages their diabetes with insulin pump therapy and claimed they continued to follow their usual diabetes management regimen in response to the alleged issue. The reporter claimed the patient developed symptom of ¿shaking¿ 1 hour after the alleged inaccuracy issue began. The reporter claimed the patient did not receive any medical treatment. During troubleshooting, the csr confirmed that an approved sample site was used for testing. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/5/2015 and further evaluated by lifescan product analysis on 3/9/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.